Manufacturer narrative:
(B)(4). The customer reported that they were unable to deliver a shock with pads. The users switched to a second defibrillator and with the same pads delivered energy to the patient. There was no negative patient outcome. There were no ECG strips or event summary available for review by philips. The device was evaluated by the hospital biomed. There was no trouble found, no parts replaced and the device passed all testing. We are unable to determine the cause of the reported symptom.

Event description:
The customer reported that they were unable to deliver a shock with pads. The users switched to a second defibrillator and with the same pads delivered energy to the patient. There was no negative patient outcome.